Manufacturer narrative:
As no product was returned, it was not possible to perform a product inspection. Review of the product history sheet for lot no s7121/1, demonstrated that the product was manufactured within spec. Reported defect alleged by the pt: chronic problems such as muscle aches, chronic fatigue syndrome, hot and cold flashes, hot and cold hands and feet, headaches, always thirsty, urinate a lot. Condition of product: no product has been returned. Background of the surgery: original surgery was performed by dr in 2000, using hutchison hsh 0500 saline-fill implants, which were filled to an unk volume. The pt underwent explant surgery in 2003. It is unk if the implants were replaced. Visual inspection: as no product was returned it was not possible to perform a product inspection. Product inspection: the retained mfg record for the lot number s7121/1 confirms that the product had met all mfg and quality specifications prior to dispatch. Conclusion: a conclusion can not be drawn as no product was returned.